Manufacturer narrative:
All buttons functioned properly. However, found slight corrosion on the keypad traces. The pump was tested with no frozen screen, no audio/beep anomaly, and no moisture damage on the electronics assembly. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
It was reported that insulin pump was exposed to moisture due to customer swimming with insulin pump. It was reported that as a result, all buttons were not responding, insulin pump was frozen and beeping. Customer was advised that insulin pump would need to be replaced.